Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was bent. Within 3 hours of abdomen insertion customer noticed symptoms and location site was regularly rotated. At the time of issue blood glucose was high (specific value is unknown) and patient had correction bolus via pump to address the high blood glucose. Also, mentioned patient replaced infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00625 - device 1 of 2.